Event description:
It was reported that one of the patients implantable neurostimulator (ins) has "shut off six times over the past seven months". The patient reported the previous friday both ins devices shutdown, and the patient experienced return of symptoms. Loss of therapeutic effect was reported. It was reported the ins(s) were able to turn back on after approximately five hours.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6)2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0225645v, implanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3387-40, lot# j0237085v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).